Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on (B)(6) 2023 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was not found for serial number 8tt84w within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the defective transmitter unable to download the log. No injury or medical intervention was reported.